Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor did not turn on. The batteries were replaced but the issue was not resolved. The monitor will be replaced. No patient complications have been reported as a result of this event.